Event description:
This rv lead was implanted on (B)(6) 2011. There was a red alert for high right ventricular pacing lead impedance detected (B)(6) 2011. The patient's physician is dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).